Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned to failure analysis for error 319. It was confirmed and replicated. The unit was tested on in-house system where it failed normal mode due to error 319 pointing to the axes controller carriage (acc). The unit was also tested on an in-house psc fixture test platform (pftp) where it failed fiber test for the rolling loop with 319 also pointing to the acc. A gold rolling loop fiber was installed to troubleshoot with passing results.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they encountered a recoverable fault and universal surgical manipulator (usm) 3 was disabled. The tse reviewed the system logs and verified errors 319 and 307 on usm 3. Prior to contacting the tse, the customer had disabled usm 3 to continue with three usms. The procedure was completed as planned with no reported injury. The customer contacted isi technical support after the procedure to perform troubleshooting. The tse had the customer hard power cycle the system and perform an emergency power off (epo), but the error persisted. Isi followed up with the initial reporter and obtained the following additional information: the system did initially power on without errors. The customer restarted the system twice and when the usm still did not function the customer moved forward with the case with three usms. The surgeon did disable or discontinue use of the usm due to the issue. The procedure was completed robotically with 3 usms.